Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient recently experienced an episode of syncope. The patient was noted to be pace therapy dependent. A review of device data indicated this right ventricular (rv) lead has exhibited low out of range pace impedance measurements less than 200 ohms. The impedance was noted to have trended down from the original measurements in the 400 ohm range in 2019 to less than 200 ohms approximately two months earlier. The rv threshold was indicated to be steady and within normal limits. Based on data from the patients recent visit to the clinic, the current pace impedance measurement was in the 200 ohm range. Boston scientific technical services (ts) indicated there was also some very small amplitude noise signals on the rv lead in a presenting electrogram from last year. The noise was not oversensed by the device. Ts provided guidance to the nurse practitioner (np) to perform a very thorough rv lead evaluation, including performing isometric testing while measuring impedance. Ts also discussed it is very difficult to confirm a possible lead insulation issue without other indications and provided guidance to consider performing a chest x-ray to have for comparison. Ts discussed looking for bends or pinched areas of the lead and inquired if the patient is involved with activities with a lot of upper body movement. The patient was noted to golf. The np indicated they are not sure if the syncope was an indication of a implanted product issue as there could be other causes, such as hydration and hypotension, among others. The np noted they would follow up with the patient and the physician. They also stated that the current cardiac resynchronization therapy defibrillator (crt-d) device battery has 11 months of longevity remaining and they may need to consider a rv lead inspection and possible replacement at the time of device replacement. The rv lead was subsequently explanted and replaced, along with the crt-d device, three days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact with the extraction stylet stuck in the lead lumen. The helix was retracted with dried blood and body fluids in the helix housing, which is expected. Additional visual inspection showed abrasion damage on both the outer and inner insulations, which exposed the lead conductors. The damage was approximately 197 to 207 millimeters from the terminal pin. Testing was completed to assess lead electrical performance and measurements were within normal limits, indicating the lead conductors are intact. Laboratory analysis indicates the reported clinical observations were caused by abrasion damage to the lead insulation corresponding with the patient clavicle area.

Event description:
It was reported that this patient recently experienced an episode of syncope. The patient was noted to be pace therapy dependent. A review of device data indicated this right ventricular (rv) lead has exhibited low out of range pace impedance measurements less than 200 ohms. The impedance was noted to have trended down from the original measurements in the 400 ohm range in 2019 to less than 200 ohms approximately two months earlier. The rv threshold was indicated to be steady and within normal limits. Based on data from the patients recent visit to the clinic, the current pace impedance measurement was in the 200 ohm range. Boston scientific technical services (ts) indicated there was also some very small amplitude noise signals on the rv lead in a presenting electrogram from last year. The noise was not oversensed by the device. Ts provided guidance to the nurse practitioner (np) to perform a very thorough rv lead evaluation, including performing isometric testing while measuring impedance. Ts also discussed it is very difficult to confirm a possible lead insulation issue without other indications and provided guidance to consider performing a chest x-ray to have for comparison. Ts discussed looking for bends or pinched areas of the lead and inquired if the patient is involved with activities with a lot of upper body movement. The patient was noted to golf. The np indicated they are not sure if the syncope was an indication of a implanted product issue as there could be other causes, such as hydration and hypotension, among others. The np noted they would follow up with the patient and the physician. They also stated that the current cardiac resynchronization therapy defibrillator (crt-d) device battery has 11 months of longevity remaining and they may need to consider a rv lead inspection and possible replacement at the time of device replacement. The rv lead was subsequently explanted and replaced, along with the crt-d device, three days later. No additional adverse patient effects were reported.